Event description:
The dr reported that the ec-5000 slits started to open but failed to completely open during a cylinder correction. The result was creation of a "trough" or an overcorrection in one area of the stroma and no correction in other areas.